Event description:
.

Manufacturer narrative:
This info was not provided on medwatch report received. Additional info has been requested. Subject device remains in the pt. Investigation could not be continued, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.